Event description:
Pt's surestep test strips would turn black instead of blue when blood was applied. They obtained a reading of 15.5 mmol/l. They did not allege harm, nor did they report experiencing an adverse event. This issue was not resolved with troubleshooting. Pt also reported blood glucose results of 14.5 mmol/l with a lifescan meter and 8.5 mmol/l on a laboratory device, performed within 5 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.